Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device exhibited noise, over-sensed by the device, pacing inhibition and episodes of non-sustained ventricular tachycardia. There was no asystole greater than 3 seconds noted. Noise was present on the right ventricular (rv) lead channel and shock channel. A boston scientific technical service (t/s) consultant reviewed the available device data, noting the noise on the (rv) lead channel observed, is likely myopotential origin, recommending lead integrity testing, and x-ray images to be performed to rule out lead damage. The device remains implanted. No adverse patient effects were reported. Additional information was provided, the patient was seen in the clinic for a follow up appointment. During isometrics and manipulation they were unable to re-create the noise or oversensing. A chest x-ray image did not reveal any lead abnormalities. Device was reprogrammed. The device remains implanted. Attempts to retrieve the model /serial or manufacturer of the lead have been unsuccessful. The patient will be followed closely through the home monitor. No adverse patient effects were reported.